Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. Tandem technical support completed a system check and instructed the customer on several steps, including loading a new cartridge and delivering a bolus, which completed successfully, however, a one-time pump replacement was provided.